Event description:
The device reportedly displayed what appeared to be ECG artifact and extraneous rastor data that did not correspond to the patient's vital signs. A back up device was obtained and treatment was continued. There was no adverse effect to the patient as a result of the reported event. The patient's details were not initially reported.